Event description:
Healthcare professional reported an attempt to inject botox into chest area of patient with breast implant device on left side and "siliconomas of breast prosthesis." The device was not implanted. It's unknown if procedure was completed with a backup device.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.